Manufacturer narrative:
The customer reported that two patients during the treatment had responded with burns on treated area . A fse (field service rep) visited the account to evaluate the system. After evaluation, it was found that one component on pcb was shorted or intermittently connected to the board. After this individual component was exchange on this pcb, the board was operated properly. The reason for the short was not identified. We received information that both patients are healing satisfactory. This submission was prepared before due date. However, due to the errors within wths system, I was not able to connect to account until today. I called FDA office and expressed the point that when esystem is not working, it should be another way to submit (email or fax). I used on 6/6/2017 fax line and sent this file to (B)(6), only to being told that "they only receive information from doctors, not manufacturers." It should be another way to allow manufacturer to submit MDR file on time (within 30 days) and we should not be penalized for late submissions whe electronic system is not working.

Event description:
On (B)(6) 2017, (B)(6) reported that two patients who received laser hair removal treatment had responded with first degree burns on treated area